Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens could not be positioned properly due to a bent haptic. The incision was enlarged, the lens was removed intraoperatively and a backup lens was implanted. This event refers to the patient's right eye. According to the surgeon the patient is healing normally post-op. No specific information regarding the inserter used during the event has been received. Additional information has been requested but has not been received.